Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject mechanical acc was sometimes used in three consecutive cases without reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure unable to be confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject mechanical acc was sometimes used in three consecutive cases without reprocessing. There was no patient involvement.